Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the after loading multiple cartridge with insulin, the customer received multiple minimum fill messages. Reportedly, the cartridges are filled with 250 units of insulin. The customer reported blood glucose (bg) level ranged from 400-500's (mg/dl). The customer confirmed that manual injections were available for diabetes management.